Event description:
An extension set that "came apart" from the hub of the patient's peripheral IV access. The reporter stated that the patient was in the outpatient pre-op holding area and lactated ringers was infusing. At an unspecifed time after the IV was started the patient notified the nurse of the leak. The clinician removed the tape used to secure the extension set to assess for the leak. The clinician reported that the tubing was found to have come apart from the hub of the IV access as if the "luer was not quite the right size." It was reported that the patient had re-connected the tubing to the hub of the IV a couple of times prior to informing the nurse. The set was changed out without further incidence. There was no report of bleed back or blood loss. There was no report of patient harm or adverse patient effect. Although requested, no additional information was available.